Event description:
It was reported that patient presented in clinic after experiencing syncope and lightheadedness. The pulse generator exhibited atrial noise reversion episodes. The device was reprogrammed and the patient stated that she felt better.

Manufacturer narrative:
Device sensitivity was reprogrammed.